Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that on (B)(6) 2021, a patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on the leg. Patient also had blood glucose levels of over 400 mg/dl. The pod insertion site was red, painful, swollen and had a discharge. The patient was taken to the doctors for the issue. The patient's mother assumed they would be prescribed an oral antibiotic due to the pain and discharge coming from the site. Patient was still at the doctors at the time of the call.

Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain or infection. The exact cause of the reported event could not be determined.